Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia and a thing which occurred the crack on the video plug of the subject device, omsc surmised there was the possibility this phenomenon was attributed to a partial contact failure with the video processor and then a contact failure occurred when moving the camera cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. However, the image of the subject device was intermittent on and off and flickering when the camera cable of the subject device was manipulated. Then ccd unit and the camera cable assembly of the subject device were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.